Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, implantable cardiac monitor (icm) a surgical blade to be used was used to create a larger incision which resulted in "digging around" causing bleeding and pain during implant. The icm was successfully implanted, however the patient experienced impaired healing after the implant procedure. The device was explanted. No further patient complications have been reported as a result of this event.